Manufacturer narrative:
Qn#(B)(4). Teleflex received the device for investigation. The reported complaint of iab leak suspected is not confirmed. The returned iabc bladder was fully intact with no abnormalities noted. No leak was detected during the functional testing of the device. The returned device passed visual and functional test specifications. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Event description:
It was reported that after 3 minutes of use, the machine frequently alerted to the possibility of helium leakage. It was noted that the issue could not be solved by adjusting the equipment and the catheter. As a result, the catheter was replaced and inserted in the same insertion site. After the device was removed, it was noted to have a leak. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that after 3 minutes of use, the machine frequently alerted to the possibility of helium leakage. It was noted that the issue could not be solved by adjusting the equipment and the catheter. As a result, the catheter was replaced and inserted in the same insertion site. After the device was removed, it was noted to have a leak. There was no report of patient complications, serious injury or death.